Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan of 240 mg/dl on the sensor and based on the sensor scan, the customer self-treated with insulin (type/dose unknown). Consequently, the experienced symptoms described as "not thinking clearly, lightheaded, and lost consciousness" and an ambulance was called. The customer was taken to a hospital where the customer was administered glucose via IV and food for the diagnosis of hypoglycemia. The customer was monitored and post-treatment glucose readings of "100 - 120" were obtained on the hospital's meter prior to the customer's discharge from the hospital. Upon arriving home, the customer obtained a sensor scan of 308 mg/dl after eating lunch compared to a fingerstick test result of 200 mg/dl. No further information was provided. There was no report of death or permanent impairment associated with this event.